Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with end cap broken off, and the activate/escape buttons did not respond due to corroded keypad traces.

Event description:
It was reported that the side part where the dome label is broke off. No further information was provided.